Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported, the infusion device does not properly display alert messages when the battery and insulin cartridge are low. Pt reported, the infusion device stopped functioning due to an empty battery or cartridge on several occasions. Infusion device was requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.